Event description:
It was reported that a guide wire was down the renal artery and the herculink plus was implanted in the renal (off label use). Upon doing an angio post implantation, distal to the stent, there was no flow. Prior to implantation, the angio showed no occlusion distally. The balloon catheters were used and additional stenting was performed to open the occlusion, but this was not successful. Meds, i.e., heparin and reopro, were administered to the pt as well. The guide wire was observed to be stable in the artery and there was no issue with the herculink plus, the procedure went very well and it is not known what caused the occlusion distally.